Manufacturer narrative:
(B)(4). Batch # t5ca8c. Investigation summary: the analysis found that one pcee45a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. Once the device completed the firing sequence the knife returned home as intended. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Date of event is unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during an unknown respiratory surgery, the knife did not return to home position after the last firing. Then after trial and error, the knife managed to return to the home position. The deployed staples were formed as intended. No additional treatment was required. There were no adverse consequences to the patient.